Event description:
The customer reported that she was hospitalized with a blood glucose reading of 754 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer didn't have the supplies to conduct the prime or high pressure tests. The customer stated that she would feel more comfortable getting the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.